Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl, and chest pain. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and unspecified fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved. Customer was unsure of any permanent damage sustained as healthcare professionals were unsure of the cause of chest pain.